Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: "turnpike lp used in a retrograde procedure. Portion of the tip was left inside the vessel. Completed with a different device." Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. Customer stated "turnpike lp was used in a retrograde cto procedure. Tip was left inside the vessel". No product was returned to vsi/teleflex for evaluation. It is unknown what damages have occurred on the tip and shaft. Additional information was requested. No response was received. Per IFU the following warning and precautions were noted - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. It is not known to what extent, degree, or rigor this device has seen use and handling. A manufacturing record review was not completed as no lot number was provided by the customer. Based on the limited information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: "turnpike lp used in a retrograde procedure. Portion of the tip was left inside the vessel. Completed with a d ifferent device". Additional information has been requested from the account.